Event description:
The customer reported that the device experienced error e0000040, where the error was persistent. This error message is indicative of a malfunction that could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the device experienced error e0000040, where the error was persistent. This error message is indicative of a malfunction that could prevent the delivery of therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.